Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed mid left anterior descending coronary artery. The ht versaturn guide wire was used to deploy an unspecified stent, and when removal was attempted, the guide wire caught on the stent and was damaged. Photos indicate the guide wire coils stretched and there was a core separation. Since the coils were still attached, the distal portion of the guide wire was simply removed from the patient anatomy and no further treatment was performed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. The reported separation and stretched coils were confirmed although the reported difficult to remove and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.